Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a patient alert. The lead has high/unstable pacing impedance, noise, oversensing, and fracture. The lead was initially reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.